Event description:
Catheter was inserted in the right forearm in 2008. On the next day, the catheter was found broken and missing. The nurse said there is a possibility that the pt ate the catheter, but he is suffering from dementia and couldn't recall the incident.

Manufacturer narrative:
One used unit was received on 23 april 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.